Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review . The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no image with the camera head is due to a damaged cable. As a result, the camera head and the processor failed to communicate. The cause of the cable damage is mishandling. The instructions for use (IFU) states: ¿do not coil the camera cable with a diameter of less than 20 cm. ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. ¿do not use excessive force when wiping the external surfaces of the camera cable. ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ¿never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found o image, error b30 communication error was displayed on the screen due to faulty cable unit. Additionally, the coupler movement is rough due to rusted shaft and springs. The device was repaired and returned to asset stock. A review of the repair history shows the device was purchased on october 22, 2019 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard annual service inspection of a returned asset, the high definition autoclavable camera head was found to have no image with a b30 scope communication error malfunction. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported to olympus.